Event description:
During routine testing of the device at the service center, the service technician reported the main hansen fittings were leaking at the quick disconnect end. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.